Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise approximately one month earlier. At that time the sensing gain was increased. The patient received another inappropriate shock due to noise. Technical services (ts) was consulted and upon review determined the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting options, including obtaining an x-ray. Further review of the data found high, but within range, shock impedance measurements. It was noted that the shock impedance measurement has increased with each delivered shock. The shock impedance was noted to increase a few months post implant and reached 140 ohms six years earlier. Over the next couple years the shock impedance then gradually decreased to 80 ohms and started to increase again to 160 ohms. Ts discussed possible causes for intermittent gradual increases in shock impedance measurements. An additional inappropriate shock was noted in the device's memory due to a change in morphology leading to t-wave oversensing. After that shock the sensing vector was programmed from secondary to primary where these additional inappropriate shocks due to noise have occurred. There was also an untreated episode in primary configuration stored due to non-cardiac signals and abnormal morphology. Ts suggested a revision procedure where both s-ICD and electrode are explanted. The field representative noted that during the follow-up appointment no noise was observed in any vector. The sensing vector was reprogrammed to secondary. The physician opted to leave the products implanted and no revision will be scheduled. The s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise approximately one month earlier. At that time the sensing gain was increased. The patient received another inappropriate shock due to noise. Technical services (ts) was consulted and upon review determined the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed further troubleshooting options, including obtaining an x-ray. Further review of the data found high, but within range, shock impedance measurements. It was noted that the shock impedance measurement has increased with each delivered shock. The shock impedance was noted to increase a few months post implant and reached 140 ohms six years earlier. Over the next couple years the shock impedance then gradually decreased to 80 ohms and started to increase again to 160 ohms. Ts discussed possible causes for intermittent gradual increases in shock impedance measurements. An additional inappropriate shock was noted in the device's memory due to a change in morphology leading to t-wave oversensing. After that shock the sensing vector was programmed from secondary to primary where these additional inappropriate shocks due to noise have occurred. There was also an untreated episode in primary configuration stored due to non-cardiac signals and abnormal morphology. Ts suggested a revision procedure where both s-ICD and electrode are explanted. The field representative noted that during the follow-up appointment no noise was observed in any vector. The sensing vector was reprogrammed to secondary. The physician opted to leave the products implanted and no revision will be scheduled. The s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.